Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient has three liters negative fluid balance for 24 hours. Suction alarms occurred at p-8. The pump was repositioned with no improvement. Support was continued. It is unknown if the suction alarms resolved. Additionally, the patient had an embolic cerebrovascular accident (cva). The patient had been on and off anticoagulation for a gastrointestinal bleed. Support was continued and the patient is in stable condition.

Manufacturer narrative:
The investigation of stroke/cva, low pump flow, and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Stroke: as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Low pump flow: clinical states that the patient had suction alarms at p-8, pump was repositioned but no improvement was observed. Doctor didn't give volume. Pump was not returned for investigation. Data logs were investigated. There was a motor current spike 1200 ma corresponding to the suction alarms. Slight spike of purge pressure and low flows were observed. Pump had low flows at p-7 as well. Therefore, the root cause of the low pump flow issue was most likely biomaterial as per the data log review. Vascular damage - peripheral vessels: clinical states that there was a gi bleed but no other information was provided. Therefore, the root cause of the vascular damage issue was not determined since product was not returned and insufficient clinical information was provided.